Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the c-ring of the vasoview hemopro broke and the seal coating on the jaws came off. A new kit was opened to complete the procedure. The hospital reported no patient effects. The product was returned.

Manufacturer narrative:
The device was returned to maquet cardiac surgery on (B)(4), 2010, for investigation. A supplemental report will be submitted when the investigation is completed. (B)(4).